Event description:
Customer reported erroneous high differential test results for basophil% for several patient samples when using the unicel dxh 800 coulter cellular analysis system (dxh 800). The test results were determined to be erroneous when compared to another instrument and/or manual differentials performed with a blood smear. The differential test results for basophil% were normal with the other instrument. The customer performed routine trouble-shooting as directed by beckman coulter call support personnel. The issue was not resolved and required service for the analyzer. Erroneous test results were not reported out of the laboratory. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
Raw data was not provided for analysis. On (B)(4) 2012, a beckman coulter field service engineer (fse) performed a number of functions to optimize the differential including: cleaning the distribution valve, performing multiple transducer module (mtm) calibration, laser adjustment, and conductivity matching. The fse also replaced the compressor. Cause of the erroneous high basophil% test results was not determined. Product labeling was evaluated. Unicel dxh 800 coulter cellular analysis system, instructions for use, pn629743: beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. All options include: codes, flags, reference range limits, action limits, critical limits, delta checks, definitive messages, system messages, suspect messages, status and exception messages. Failure to recover control values within your lab's expected limits or the presence of unexplained shifts or trends in any method of presentation should be investigated. If control problems cannot be resolved, call your beckman coulter representative.